Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer indicated the product will remain out of service due to device failure. The customer confirmed the failure is caused due to the unit falling into a body of water resulting in water damage. Therefore, this calim is closed as user mishandling. Analysis for reports of this type has not identified an increase in trend.